Event description:
It was reported when using the bd vacutainer® serum blood collection tube the stopper pops out of the tube and stopper is difficult to remove. The decapping issue occurred 2 times. The difficult to insert issue occurred 2 times. The following information was provided by the initial reporter. The customer stated: "in cases where it's needed to open tubes, it does not well recap later. Which compromises the dynamic. It slows the workflow down because they have to take steps to ensure tube closure. It's hard to recap them after being decapped; the stoppers are difficult to be inserted."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1354652, medical device expiration date: 2023-04-30, device manufacture date: 2021-12-20. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation summary: "one customer photo was received for review and analysis. After review and analysis of the photo, bd is unable to confirm the customers reported defect. Additionally, 29 retain samples were subjected to functional testing and the issue of stopper creepout was observed. Therefore, this complaint for decapping can be confirmed based on retain sample testing results. It was noted in the retain testing results that none on the stoppers proved to be difficult to re-seat (or re-insert). Therefore, bd is able to confirm the customers reported defect of decapping. Additionally, bd is unable to confirm the customers reported defect of "difficult to insert stopper." Corrective action has been initiated for further investigation of serum stopper creep out complaints and has been initiated for documentation related to this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements."

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the stopper pops out of the tube and stopper is difficult to remove. The decapping issue occurred 2 times. The difficult to insert issue occurred 2 times. The following information was provided by the initial reporter. The customer stated: "in cases where it's needed to open tubes, it does not well recap later. Which compromises the dynamic. It slows the workflow down because they have to take steps to ensure tube closure. It's hard to recap them after being decapped; the stoppers are difficult to be inserted."